Event description:
Initial troponin t stat result of 0.282 ng/ml. Redraw of same pt recovered 0.04 ng/ml. Rerun of initial sample recovered 0.046 ng/ml. No information provided to determine if results were used to guide therapy. The field service representative determined the measuring cell required adjustments. Appropriate adjustments were made and performance check tests were performed.